Manufacturer narrative:
E1: (B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The philips remote service engineer (rse) contacted the customer who confirmed a speaker malfunction inop was displayed. The customer reported further that the next day the device resumed back to normal operation and they were not able to reproduce the reported issue. The rse advised the customer how to check the operation of the affected speaker. The customer confirmed after disassembling the monitor he noticed that two connectors, including the speaker connector, were partially detached from the main board. After re-establishing the speaker connection the device was operating to its specification. Based on the information available and the testing conducted, the cause of the reported problem was due to the speaker connectors not properly connected. The reported problem was confirmed. The device was operational after the speaker was properly reconnected.

Event description:
The customer reported the device was presented with a speaker malfunction error message. A good faith effort attempt conducted confirmed there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.